Manufacturer narrative:
Product complaint #(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed, prescription medicine)? If so, please clarify. What is the current condition of the patient? Could you please provide product code and lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and barbed suture was used. Postoperatively, the surgeon noticed ¿fracturing¿ of the suture on the vaginal cuff. The surgeon opined that he has not noticed this with other patients in the same time frame while using a similar competitive suture. No adverse patient consequences were reported. Additional information was requested.